Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particles at this time; however, the products are scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening several arterion disposable syringe kits and upon inspection, they noticed the presence of fine white particles around the syringes as well as the quick fill tubes (qft). The customer elected not to use the syringe kits. No injury or adverse event was reported.

Manufacturer narrative:
Bayer product analysis received and examined 2 returned syringe kits. Visual examination confirmed the presence of a fine, white powdery substance that was concentrated near the drop front alignment key on the neck of the syringes. Traces of the white powdery substance were also observed within the polystyrene trays. Further examination of the polystyrene trays found abrasions where the syringes came in contact with the tray. Examination of retained samples for this lot number did not confirm the presence of the reported white powdery substance. Product analysis determined that most likely during shipping/handling, the movement of the syringes against the polystyrene tray caused material to flake off and settle within the disposable kit. A review of complaint history found that the subject complaint is the only complaint reported against this lot number. A 12 month review of complaint history determined the complaint rate to be 1.9 complaints per million (cpm).